Manufacturer narrative:
Damage to mattress occurred due to use of scalpel by doctor.

Event description:
It was reported by service report that the mattress had holes in it and fluid intrusion. There was pt involvement; however, no adverse consequences are reported.